Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen was not responsive when pressed. During a review of the device history touchscreen: fail and button ID: invalid error codes were noted. The probable cause was due to contamination on the device touchscreen due to fluid ingress. This device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device touchscreen was not responsive and freezes. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No add'l info was provided.